Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The displacement test functioned properly. The audio tone functioned properly during self test. However, the insulin pump was unable to vibrate during self test due to broken vibrator black wire. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that they were having hard time hearing the tonel. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer also reported that they received battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.